Manufacturer narrative:
Product complaint#: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The distal tip of the device was found cracked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Complaint conclusion: as reported by the field, the distal end of a 95cm cerebase da guide sheath (gs9095sd, 30407198) was kinked during unsheathing of a 10x40 zilver vascular stent. There was not patient injury reported. No additional information was provided. Based on the device analysis, the distal tip of the device was found cracked. A non-sterile cerebase da guide sheath, 95cm was received inside of a pouch. Device was inspected and it was found with a kinked/compress condition at 90 cm from proximal, also exposed braid can be noted on the device, no other damages or anomalies were observed. A manufacturing record evaluation was performed for the finished device 30407198 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer, ¿catheter (body/shaft) - kinked/bent-in patient¿ was confirmed. During the inspection, it was noted that the device has a kinked/compress/twisted condition, however the exact time when these conditions occur could not conclusively determined. The exposed braid noted on the device could be due to the friction with an unknown object, since there is a pattern along the damage section. The kinked/compressed/twisted condition observed on the catheter is related with the customer complaint and may have been caused by an excessive force and handling being applied to the device. Neither the device history record review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. Catheter kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuosity. If the operator encounters kinking, or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. This may require insertion of an additional device, which can cause intra-procedure prolongation. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, the distal end of a 95cm cerebase da guide sheath (gs9095sd, 30407198) was kinked during unsheathing of a 10x40 silver vascular stent. There was not patient injury reported. No additional information was provided. Based on the device analysis, the distal tip of the device was found cracked.